Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the extravascular (ev) lead, five tunneling attempts were performed taking care to remain outside of the pleura; however, small r-waves, undersensing, and p-wave oversensing were seen in all tunnels with the largest p-wave corresponding with the largest r-wave. No air was observed under fluoroscopy; however, valsalva maneuvers were performed multiple times with a small amount of bubbles seen, though there was no improvement in r-wave amplitude or a reduction in p-wave. The magnetic resonance imaging (MRI) prior to implant showed the patient had a very large atrium near the sternum in addition to the patient being small in stature. Ultimately, the ev lead was removed and not implanted. No patient complications have been reported as a result of this event.